Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a battery out limit alarm and a button error alarm on the insulin pump. Customer's blood glucose level was 138 mg/dl. Customer stated that he went out for a jog and when he came home, the buttons were sticking and not responding. It was found that the pump was exposed to moisture. Customer stated that he received a weak battery alarm and when he changed his battery, he received another alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
All buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. No button error alarm during testing. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no weak battery or battery out limit alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window, and cracked case at the reservoir tube window corner.